Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: for clarification, was the firing handle unable to be grasped and fired, as this device does not have a firing knob? Yes.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For clarification, was the firing handle unable to be grasped and fired, as this device does not have a firing knob? If no, please clarify what is meant by the firing knob.

Event description:
It was reported that during a semi-open sigmoidectomy, although the anvil was set properly, the firing knob could not be grasped and the device could not be fired at the firing. The device was used to anastomose on the colon. No bleeding occurred. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.